Event description:
Customer reported being hospitalized due to high blood glucose. Customer did not know they had e13 that cleared all basal rates. Customer wanted to know their basal rates. Advised to contact md. Customer is on insulin drip.